Manufacturer narrative:
The reported event was confirmed based on the functional testing and archive data review of the autopulse platform (sn (B)(4)). The root cause is due to a defective processor board. The archive data was reviewed and contained a system error 139 (unable to hold compression position) error message. Evaluation of the platform during initial power-up revealed a system error 139 error message on the display screen and this issue was attributed to defective processor board. Upon replacement, the platform was functionally tested and during testing a user advisory (ua) 26 (decompression target not reached) error message was observed on the display screen. Readjustment of the brake gap to specification cleared the ua 26 error message. The observed ua 26 error message was unrelated to the complaint. The platform was further tested and passed all functional testing criteria. The platform operated using a light resuscitation test fixture with continuous compression for 15 minutes without errors and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The autopulse platform is a reusable device and was manufactured in 31 mar 2015.

Event description:
It was reported that during shift check, a system error message was observed on the autopulse platform (sn (B)(4)) display screen. There was no known issue with the platform. No patient was involved. No further information provided.